Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was using pump auto mode at the time of the low event. The customer was at 65 mg/dl at the time of the call. The customer used food to treat the low. The customer was wearing the insulin pump during the incident. The customer feels the pump may be over delivering by stacking insulin. Troubleshooting was completed but did not resolve the issue. The customer was having sensor glucose versus blood glucose differences. The customer had a high of 412 mg/dl when the sensor was reading 325 mg/dl. The customer used manual injections to correct the high. The insulin pump will be returned for analysis.